Manufacturer narrative:
Further analysis was performed on the main printed circuit board assembly. Visual inspection revealed no anomalies. Bench analysis revealed that one supercap failed in-circuit, surge current was below normal, and a battery removal test failed. Once the capacitor was replaced the battery removal test passed, the device stayed on for greater than ten seconds after the battery was removed. Conclusion: confirmed the battery removal failure caused by a capacitor component failure.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the device failed incoming functional test; main printed circuit board assembly found out of electrical specification. Analysis also found the upper case, heart block, battery drawer, and battery release were contaminated. Bail covers, ring cover, three case screws, ring cover screw, bails, and ring were missing. Battery contacts were compressed, keyboard was scratched, and the lower case was broken. (B)(4).

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.